Event description:
It was reported that patient presented with small tear to the white power cable near the cable connection collar. Patient denied trauma to the area or accidental dropping of their equipment. The tear, though small, left the under wiring exposed. The patient denied lvad alarms and there were no obvious alarms on device interrogation. Due to wire exposure, decision was made to change out the controller in the emergency department with patient tolerating well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, log files and a photo were submitted for review. Evaluation of the submitted photo revealed a tear in the white power cable near its strain relief. The extent of the damage could not be conclusively determined from the image. The submitted log file contained information spanning approximately 7 days of patient use ((B)(6) 2023 per the timestamp). Throughout the data, the controller appeared to perform as intended and the pump maintained a speed above the low speed limit without issue. The root cause of the observed power cable damage could not be conclusively determined through this evaluation. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.